Manufacturer narrative:
Other applicable components are: product ID: 9734639, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The power cable was replaced and the system then passed a system checkout. The power cable was returned to the manufacturer for analysis. Analysis confirmed the reported issue that the connection cabling/hardware was damaged. The hardware analysis found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the ground prong was broken off the power cable of the navigation system. There was no patient present when this issue was identified. Replacing the power cord resolved the issue.